Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Then user facility reported that the angio-seal device sheath cap and device sleeve did not snap lock in full rear lock position. The sheath cap came out of the insertion sheath and the tamper tube was not exposed. The sheath cap and the device sleeve did not snap lock in the full rear lock position during locking the anchor, the physician attempted to withdraw the device and the sheath assembly, the sheath cap came out of the insertion sheath. Under the condition, the physician applied tension to continue the hemostasis procedure as usual and found the tamper tube was not exposed. Upon checking, most of the tamper tube remained in the patient's body. The tamper tube was removed using forceps, and 40 minutes of manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. It is unknown if the collagen slipped into the artery or not. The patient is currently being followed up. Estimated blood loss was less than 250cc's. There was no health damage to the patient. The procedure before deploying the device was ppi. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr the puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 9 mm. There were no other devices or equipment used with the reported product. The patient was not injured, and medical or surgical intervention was not required.